Manufacturer narrative:
(B)(4). Date sent: 04/18/2025. D4: batch #914c48. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Unknown. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Investigation summary: visual analysis of the returned sample determined that one cecr45d reload was received partially fired 1/2. The returned reload was reset and loaded into a test device. The reload was tested for functionality and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 914c48, and no non-conformances were identified. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that after fired, the staple line and cut line were both complete but they noted oozing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.